Manufacturer narrative:
Concomitant products: dvbb1d1 ICD: implant date: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.